Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid and distal right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the middle of the device delivery shaft was fractured. The fractured part was simply pulled out and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in the packaging hoop. The balloon was tightly folded. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The reported fracture was not confirmed.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified mid and distal right coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the middle of the device delivery shaft was fractured. The fractured part was simply pulled out and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.